Event description:
Dealer alleged that while the patients wife was lifting him into bed the frame weld broke dropping him on the bed. Dealer replaced the lift with a new one and has scrapped this unit.